Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Death is listed in the promus everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2013, the patient was hospitalized due to progressive biventricular heart failure and surgery was recommended due to significant amount of scarring and adhesions in chest. On (B)(6) 2013, the patient was readmitted to the hospital for total artificial heart as bridge to transplantation. On (B)(6) 2013, the subject underwent total artificial heart (tah) and was transferred to the intensive care unit. Later on, the patient became critically ill, with numerous complications following tah and also had multi-organ failure. On (B)(6) 2014, the patient died at the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 4.0x28 promus stent was implanted in the 95% in-stent restenosis in the mid right coronary artery (rca) on (B)(6) 2010. On (B)(6) 2013, the patient was hospitalized due to restrictive, right sided congestive heart failure. On (B)(6) 2013, angiography without revascularization was performed. Surgery was recommended; however, due to a significant amount of scarring and adhesions in the chest due to previous surgeries and radiation, the surgical intervention was withheld. On (B)(6) 2013, the patient was discharged and medications were administered. On the (B)(6) 2013 follow-up visit, the patient was diagnosed with end stage heart disease due to radiation induced heart disease and exhausted therapies. Artificial heart transplantation was recommended. On (B)(6) 2014, the patient expired at the hospital waiting for heart transplantation. There was no additional information provided.